Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported that they went to clinic in regard to skin irritations. Patient stated that the site was red, itchy, and swollen. Pod worn between 36 and 48 hours. The customer was prescribed oral and topical antibiotics. The doctor advised the patient to stop using the system until speaking to his hcp (healthcare provider) and company representative. Patient noted that he used a barrier to help protect his skin and that did not work.